Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective sensor board. In consequence (correction) the sensor board has been replaced. There was no patient or user harm.

Event description:
Tf5507 with sw 2.80/2.81 (leaking/defective mixer valves).

Event description:
Tf5507 with sw 2.80/2.81 (leaking/defective mixer valves)

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to (B)(6)2022 at the ems and bonaduz sites.  Technical fault 5507 air oxygen inlet valve cannot close properly. Mixer valve stays open in intermediate position. Slight oxygen mixture deviation from setting which can lead to various critical conseqienses. Device needs to be replaced. No patient involved. No harm to patient or user. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.